Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that during non invasive ventilation (niv) the 840 ventilator was displaying low volume and disconnection alarms. The pt was removed from the 840 ventilator and placed on a second ventilator. However, placing the pt on another ventilator did not resolve the issue as the same alarms were being displayed on the back up ventilator. The nursing staff realized that the problem was not the ventilator, rather that the pt was resisting ventilation and randomly pulling the mask apart. The pt was not harmed or injured as a result of the event. The nursing staff performed short self test (sst) and tested ventilation modes with a test lung, all tests passed. Covidien was not authorized to service the device.